Manufacturer narrative:
H11: d4 - UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and failed to sense. The ra lead had been previously programmed such that it was not in use. On 15 apr 2026, fluoroscopy was performed, and the rv lead was found to be fractured. The physician capped the ra lead that same day. The patient condition was stable.